Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
It was reported that the ventilator had a battery failed alarm while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician confirmed the reported issue. The battery date of manufacture was 2019-06-14. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.